Manufacturer narrative:
The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. The hvad controller is a microprocessor unit that controls and manages the heartware system operation. It sends power and operating signals to the blood pump and collects information from the pump. The hvad controller requires two power sources for safe operation. According to the instructions for use (IFU), if only connected to one power source, the controller will function, but will sound an alarm after twenty seconds. Disconnection of both power sources will lead to loss of power to the pump with a subsequent pump stoppage. The IFU cautions, "if both power sources are disconnected from the controller, a loud, continuous alarm will sound and there will be no message on the controller display. The pump is not pumping and power sources should be connected immediately. If this action does not resolve the alarm condition replace the controller." The IFU explains the correct method of connecting to and disconnecting from the power sources and the controller to prevent damage to either the power source connections or the controller power ports. According to the IFU, users are instructed to return any damaged components to heartware. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported by the equipment manager that the patient indicated that he was having a problem with port one on his controller for a few weeks. He refused to come into the hospital to have it evaluated sooner and continued to have low battery alarms on power sources connected to port one and would occasionally have double disconnects due to this issue. When seen in clinic, the site exchanged the controller. There were no reported consequences or impact to the patient. Log files seemed to indicate that the batteries were normal otherwise and the patient observed no damage to the unit.

Manufacturer narrative:
Additional information received stated that the patient had a momentary vad stop as one battery was not recognized by the controller and it acquired a new power source. It could not be determined if the power port was loose. No additional information provided. The controller (B)(4) was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The reported event was confirmed via review of the controller log files, which revealed several critical battery alarms involving batteries (B)(4). In each instance, the battery went from a high relative state of charge (rsoc) to 0% rsoc. This is indicative of a communication error between the controller and battery. Additionally, there were several premature power switching events. In addition, there were power disconnect alarms at high relative state of charge (rsoc) occurring on port one (ps1). The power disconnect alarms were due to spurious saw (safety alert words) values. Spurious saw values occur when the controller request an update on the saw value, however, the battery misinterprets that command due to a communication error and returns spurious values. There were also several observations of batteries with an abnormally high cycle count, likely due to communication errors. Multiple controller power up events were observed on (B)(6) 2016. In the second event on (B)(6) 2016, the data point prior to the loss of power at 07:28:13 revealed that battery (B)(4) was connected to power port 1 with 80% rsoc and battery (B)(4) was connected to power port 2 with 26% rsoc. The data point after revealed that battery (B)(4) was connected to power port 1 with 80% rsoc and different battery (B)(4) was connected to power port 2 with 95% rsoc. The data point prior to the controller power up on (B)(6) 2016 revealed that battery (B)(4) was connected to power port 1 with 86% rsoc and battery (B)(4) was connected to power port 2 with 48% rsoc. The data point after the loss of power revealed that a battery was not connected to power port 1 and battery (B)(4) was connected to power port 2 with 94% rsoc. The data point, at 23:29:31, prior to the controller power up on (B)(6) 2016 at 23:44:21 revealed that battery (B)(4) was connected to power port 1 with 54% rsoc and battery (B)(4) was connected to power port 2 with 39% rsoc. The data point after the controller power up events revealed that battery (B)(4) was connected to power port 1 with 52% rsoc and an ac adapter was connected to power port 2. The three controller power up events above can most likely be attributed to a disconnection of both power sources from the controller. The power sources attached prior to the controller power up event on (B)(6) 2016 could not be confirmed since the data file starts at (B)(6) 2016. Analysis of the controller revealed that the unit met specifications; the controller passed visual and functional testing. Functional testing revealed that the power port connections were stable and that the reported event could not be duplicated. Based on the available information, the most likely root cause of the power disconnect alarms can be attributed to a communication error between the controller and batteries. The manufacturer has opened an internal investigation for communication errors between the controller and batteries. The most likely root cause of the reported losses of power can be attributed to a disconnection of both power sources. Heartware will submit a supplemental report when new facts arise which materially alters information submitted in a previous MDR report.